Event description:
Slow, continuous dripping of blood noted from casing on bottom of the oxygenator. No compromise in oxygenation, hct, or flow noted. Operation continued to completion without changeout required, and without noticeable incident.